Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter not known from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while setting up for a case the emitter was not communicating. The emitter was not making the chirping noise at all. Technical services (ts) had the site try to reboot the system, but that was unsuccessful. The emitter was turned on in the software. Ts stated that a medtronic individual would have to check the system out. At this point, the caller said they had to go and ts was unable to get any additional information. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.